Manufacturer narrative:
Concomitant medical products continued: 330801, lead implanted: (B)(6) 1993.

Event description:
It was reported that the patient was electrocuted while working on their swimming pool which triggered an inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.